Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and archive review. The root cause for the ua45 error message was due to the driveshaft not being at home position which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. This observation is not related to the reported event. During archive data review, multiple ua 45 error messages were observed. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error using lrtf (large resuscitation test fixture). After deburring of the clutch, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used on a female patient on cardiac arrest, the platform displayed an unknown user advisory error message when pulling up the lifeband. Following this, the crew reverted to manual CPR. A return of spontaneous circulation (rosc) was achieved. No consequences or impact to patient. Based on investigation of the returned platform, the unknown user advisory observed by the customer is user advisory (ua) 45 (not at "home" position after power-on/restart) error message.